Manufacturer narrative:
The insulin pump had a stripped battery cap at coin slot. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had missing segments due to cracked and bleeding lcd glass. The insulin pump had cracked case at display window corner, cracked reservoir tube and a missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose was 334 mg/dl at the time of incident. The customer's father stated that they treated the blood glucose with the insulin pump. The customer's father stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.